Manufacturer narrative:
Qc was within the lab's established ranges. A field service engineer (fse) was on-site a day before the event and realigned the cuvette wash station, probes and mixers due to broken cuvettes. Fse returned and cleaned some additional cuvettes and replaced the t-valve.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high calcium (ca) result of 13.67mg/dl generated by the unicel dxc 600 pro synchron clinical system. The amended result was 10.14mg/dl. There was no death, injury or change to patient treatment attributed to or connected with this event.